Event description:
It was reported that the pump skips the load cartridge step. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the load step was performed and the piston did not stop at the cartridge. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. During evaluation the load step was performed and the piston did not stop at the cartridge. The force sensor assembly was found to be damaged; 2531779-03/24/2010-003-r.